Event description:
Mid 80¿s male with history of coronary artery disease and hypertension. Positive stress test led to the procedure: cardiac cath with percutaneous intervention, stents and balloon angioplasty. During the procedure, a portion of the stent came off of balloon-stylette removed from balloon easily, no known harm to patient. Unfortunately, device was not saved. Manufacturer response for coronary drug-eluting stent, synergy¿ xd (per site reporter): will pick up.